Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode. The patient's physician prescribed hydrocortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.